Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages were observed. Microscopic inspection was performed along the body of the prowler, and no damages were found. The device was flushed using a laboratory sample syringe. After flushing, a lab sample enterprise system was introduced into the microcatheter and it was able to be advanced through the entire length of the microcatheter without noticeable resistance. The inner diameter (ID) and outer diameter (od) of the microcatheter were measured and confirmed to be within specifications. A review of manufacturing documentation associated with this lot (31083018) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The lab sample enterprise system was able to pass through the entire length of the microcatheter without significant resistance. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. The reported issue in the complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. The instructions for use (IFU) contains the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00867. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 20-dec-2023. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00867 and 3008114965-2023-00868. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, and weight were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31083018) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00867. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint stent, a 4mm x 23mm enterprise 2 stent (encr402312 / 8219136) was impeded in the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31083018) and could not pass through the microcatheter. The physician removed the microcatheter and stent from the patient and switched to new devices to complete the procedure. The procedure was prolonged by approximately 30 minutes. There was no report of any negative patient impact. A photo was included in the complaint. On 20-nov-2023, additional information was received. Per the information, the procedure was targeting the c4 segment of the left internal carotid artery (ica) in the patient who is a 77-year-old female with a history of hypertension for 10 years, recurrence of dizziness for 4 years, and fatigue for 4 days. The stent / stent delivery system did not appear damaged when the device was removed from the patient. Nothing unusual was noted about the system prior to use. An adequate and continuous flush had been maintained through the microcatheter. The replacement stent was another 4mm x 23mm enterprise 2 stent (encr402312) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The additional information confirmed there was no negative patient impact. The physician also did not consider the 30-minute procedure extension to be clinically significant.